Event description:
Legal claim received alleging a device malfunction resulted in a pt death. The alleged malfunction of the device was low oxygen levels. No other information has been provided. There was no prior notification of this event. Request to have the device returned for evaluation and requested for further information have not yet been honored, it is unknown if an autopsy was performed. Pt prescription and history has not been provided and exact cause of death is not known. The intended use of the device is to provide supplemental oxygen to persons requiring low flow oxygen therapy. This device is not intended to be life supporting nor life sustaining.